Event description:
Boston scientific received information that this left ventricular lead was reported to have fractured approximately twenty months ago. The fracture had been noted on a chest x-ray. Recently, the patient underwent a lead revision procedure where the lead was surgically abandoned. A replacement lead was successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.